Event description:
A customer reported experiencing a cartridge alarm 30 during pumping. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. The technical support team decided to replace the pump, sending a new unit with updated software to the customer. The customer was informed about the procedure for returning the faulty pump and the availability of training via their tandem source account. The customer plans to use multiple daily injections as a backup therapy, and all necessary instructions were provided and acknowledged by the customer.